Manufacturer narrative:
Device evaluation of battery packs (B)(4) been completed. The reported problem (unable to power on a monitor) was confirmed. As received, the battery pack was unable to power on a monitor. Upon evaluation, there was contamination on the pca and battery cells. The cause of the non-functional battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was unable to power on a monitor.